Event description:
Additional info received from abbott international affiliate. Abbott italy, after the initial medwatch had been submitted states: " the situation appears a bit different than supposed, because according to the nurse interviewed, the malfunction was noted with 4-5 different pts. The amount of blood lost was always smaller than 2-3 cc (cubic centimeters) except for one case, occurred at night, when it was estimated in about 10 cc. Pts didn't undergo any lab tests because of this modest bleeding. Break occurred always under the pressure exerted on the piston (?) Of the syringe provided with the kit according to the recommended procedure." No furhter info was available.

Event description:
Pressure monitoring set break reported. Received report from abbott international affiliate, abbott italy, which states: "safeset breaks at the level of security lock, with subsequent leakage of blood. No harm to pt or operator occurred." Add'l info was requested, but no further info is available.